Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, brown particles in the fill channel, yellow particles device inner surface and two openings. Leak test and microscopic analysis was performed which identified: one opening crease smooth, wear abrasion and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one opening crease smooth assessed as fold flaw opening and one opening striated assessed as surgical damage.

Event description:
Patient reported left side deflation. Healthcare professional additionally reported left side pain and the implant "folded over twice". Device has been explanted.

Event description:
Healthcare professional additionally reported left side pain and the implant "folded over twice". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.